Event description:
The customer called in stating that not all numbers were appearing on his display screen. It was discovered that the meter had an intermittent missing segment. The customer stated that it was difficult to get an accurate reading at times, but he did not allege any adverse events. The meter is to be returned for evaluation, and the customer was going to trade up to breeze meter.